Event description:
Patient underwent hip procedure on an unknown date. Hospital reported that revision surgery was performed on (B)(6) 2010, due to the recap shell being in retrovision, causing dislocation. During the revision, the magnum head was stuck on the stem and had to be removed as well. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. (B)(4).